Event description:
It was reported that the patient experienced red itchy rash near their ipg pocket due to a possible allergic reaction. A materials test kit was sent to the patient and physician. Infection has been ruled out as a cause. Additional intervention may take place at a later date to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.